Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements which was detected through the remote monitoring system. Upon review, pacing impedance measurement had been stable but has increased to out-of-range. Noise which oversensed resulting to inappropriate shocks possibly due to fracture was also observed. Therapy was turned off as patient does not need pacing. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.